Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient of an unknown age and ethnicity underwent unspecified breast surgery with a 325cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with non-mentor devices on (B)(6) 2020.

Manufacturer narrative:
On 4/8/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).